Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient info. Source: email.

Event description:
Reported false positive flu b result on an asymptomatic patient (off label use). No confirmatory testing completed.